Event description:
It was reported that this left ventricular (lv) lead had become fractured. This resulted in high out of range pacing impedance measurements as well as possible loss of capture (loc) on the presenting electrogram (egm). It was noted that the patient was brought into clinic and a due diligence evaluation was performed with reprogramming. No adverse patient effects were reported. Currently, this lead remains in service.